Manufacturer narrative:
(B)(4). Medical device: biomet microfixation sternal closure system screws, catalog #: ni, lot #: ni. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient presented with multiple screws (part numbers unknown) backing out of the x-plate. The patient was originally operated on in (B)(6) 2017. The lateral image provided shows that none of the three sternalock blu plates were fully approximated to the bone and the middle plate (with screws backing out) may be spanning the sternomanubrial junction. These conditions, combined with screws that may not have been fully locked, could easily create a scenario with enough motion in the construct to allow screws to back out of the plate and bone as observed here. Being that the original operation occurred (B)(6) 2017 and no other symptoms were reported that would indicate the sternum has not healed by now, it was advised to remove the affected plate and its screws if possible. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. Functional testing and inspections could not be performed due to the parts not being returned. Research sr scientist provided an x-ray of the patient with his analysis of the x-ray; which states the attached lateral image shows that none of the three sternalock blu plates were fully approximated to the bone and the middle plate (with screws backing out) may be spanning the sternomanubrial junction. These conditions, combined with screws that may not have been fully locked, could easily create a scenario with enough motion in the construct to allow screws to back out of the plate and bone as observed here. Being that the original operation occurred 11/2017 and no other symptoms were reported that would indicate the sternum has not healed by now, it was advised by myself to remove the affected plate and its screws if possible. The instructions for use (IFU) for this product states in the section titled sternalock surgical protocol:6. Using the measurements recorded during the examination of the sternum, select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected sternal region.with the plate in position, place the selected screw by turning clockwise to insert the screw. Be sure to keep the screw as perpendicular as possible to the plate to ensure proper fixation. Do not fully seat the first screw at this time; tightening the first screw in each plate will cause the plate to rotate. Pressure should be applied to the plate during the insertion of the screws to assure the plate¿s full contact with the bony surface. After placing the first screw the remaining screws can be placed and fully seated. Return to the first screw at this time and ensure that it is fully seated into the plate.device history record (DHR) review was unable to be performed for the plate as the lot number of the device involved in the event is unknown. DHR review was unable to be performed for the screws as the part number and lot number of the devices involved in the event are unknown. Investigation results concluded that the reported event was due to not fully locking the screws and not fully approximating the plates to the bone. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.the following sections were updated:a5 ethnicity b4 date of this reportg4 date received by manufacturerg7 type of report and follow-up numberh2 follow-up typeh3 device evaluated by manufacturer h6 method code h6 results codeh6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported "we determined that this was the result of failure to lock multiple screws and using screws that were not long enough for bicortical purchase. The plan of care was to remove plate and screws. Upon removing, it was determined that the bone was healed so no further treatment was needed." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.